Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to thethe insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reports several pump errors 25, 23,4,45,49,68 and stuck button alarms. The customer also reports blank display. No harm requiring medical intervention was reported. Troubleshooting was performed but the customer was not able to clean up alarms. The customer will discontinue to use the pump and the pump will  be returned for analysis.

Manufacturer narrative:
Sw version 4.11d. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged pump error 45, pump error 4, pump error 25, pump error 49, pump error 68, pump error 23, stuck button alarm, and blank display found on 19-apr-2023 pump received with unresponsive keypad at the on all the keypad buttons. No unexpected pump error 23 anomalies noted during boot up. No blank display noted during testing. Unable to perform the displacement test, sleep current test, active current test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found corroded keypad traces, a corroded u1 chip on the keypad assembly, dried insulin in the motor slide, and moisture damage on pcba 1 and pcba 2. Swapped out case and successfully downloaded history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Stuck button alarm was found in the history files on (B)(6) 2023 on 14:23:34.00 due to corroded keypad traces. Pump error 4 was found in the history files on (B)(6) 2023 at 11:19:23.00 due to motor mcu did not receive the acknowledge from main mcu. Pump error 49 and pump error 68 were both found on (B)(6) 2023 at 11:19:25. Pump error 23 was found on (B)(6) 2023 at 11:20:26.00. Pump error 25 and pump error 45 were not found in the history files on or near the event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact missing, stained keypad overlay, pillowing keypad overlay. Unresponsive keypad was observed during analysis and confirmed due to corroded keypad traces. Stuck button alarm was found in the history files but was not found during testing. No unexpected pump error 23, pump error 48, or pump error 68 alarms were not found during testing. No pump error 25 and pump error 45 were found during testing or in the history files. Pump error 25 and pump error 45 were not confirmed. Pump exposed to moisture confirmed on pcba 1, pcba 2, and the keypad assembly. Pump error 4 was confirmed due a hardware error anomaly. Blank display was not observed during analysis. Blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.